Event description:
Customer reported the left monitor went blank, then the right monitor went blank. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor video cables. System operates as intended. This MDR is related to ge healthcare complaint number.